Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a single patient sample while using the vitros 5600 integrated system. Root cause could not be determined, although, an instrument issue, pre-analytical sample processing or an unexpected vitros troponin I es reagent performance issue for reagent lot 1630 could not be ruled out as contributing factors.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent lot 1630. Vitros tropi es= 0.145 ng/ml versus expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was reported from the laboratory and questioned by a physician. A corrected report was issued and there was no allegation of patient harm as a result of this event. (B)(4)